Event description:
It was reported that the user experienced fluctuating blood glucose (bg) levels while using the ilet system, described as a ¿rollercoaster,¿ despite the device operating as intended. Review of device data indicated frequent missed or late meal announcements, under-announcement of meals, repeated manual pauses of insulin delivery, and reactive rather than proactive use. Symptoms included hyperglycemia followed by hypoglycemia, ranging from 55 mg/dl to 236 mg/dl. Outcomes included the need for oral glucose to treat low blood glucose. Investigation included a review of the bionic report and real-time system performance, as well as user education and assignment of additional training with referral to the clinical management line. Investigation of this case revealed normal device function with user-related operation issues consistent with missed or delayed meal announcements and interrupted insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user operation inconsistent with recommended use, including missed or late meal announcements and pausing insulin delivery.